Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not feeling stimulation anymore for about a week now. She says she can charge properly, but whenever she interrogates the ins with the handset it shows the ins on 0%. Patient was not at home now, so will call back on monday afternoon to do troubleshooting together. On (B)(6) 2025 the patient called back. During the call, charged the ins together successfully. Recharger was connected and blinking, recharger app says there was 35% battery life in the ins and she has excellent connection. Since everything at home seemed to be well, but she still doesn't feel stimulation, advised patient to reach out to her health care provider (hcp) for a check-up of the ins system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.